Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance out of range warning on the rv coil and superior vena cava (svc) coil. The svc coil was programmed off. The lead remains in use.